Event description:
The initial reporter stated they received discrepant results for four patient samples tested on a cobas c 303 analytical unit. Results for the following assays were affected: uric acid ver.2, creatinine plus ver.2, and hdl-cholesterol gen.4. No questionable results were reported outside of the laboratory. The initial results were not consistent with historical data of the patients and did not correspond to complementary test results. The samples were the repeated. The first sample initially resulted in a uric acid value of 0.50 mg/dl and it repeated as 2.2 mg/dl. The second sample initially resulted in a creatinine value of 4.99 mg/dl and it repeated as 0.97 mg/dl. The third sample initially resulted in a creatinine value of 6.7 mg/dl and it repeated as 1.03 mg/dl. The fourth sample initially resulted in an hdl value of 123 mg/dl and it repeated as 52 mg/dl.

Manufacturer narrative:
The creatinine reagent lot number was 95649401, with an expiration date of 31-jan-2027. The other reagent lot numbers and expiration dates were requested, but not provided. The field service engineer determined there was a leak in the wash unit caused by broken tubing. The tubing was replaced. The sample pipette was cleaned. All alignments were verified. Calibration and controls were run; the results were satisfactory. Sample processing was monitored. The investigation determined the service actions resolved the issue.